Event description:
During the preventative maintenance of the da vinci si surgical system by the intuitive surgical inc. (Isi) field service engineer (fse), observed patient side manipulator (psm) 1 and 2 failed both the friction and viscous tests. The fse replaced psm 1 and psm 2 as a correction. No patient involvement or impact occurred. The system was repaired by replacing the affected psm 1 and 2.

Manufacturer narrative:
\ The two patient side manipulators (psms) arms were returned to isi for failure analysis investigation. Patient side manipulator (psm) arm 2, part number 380900-01 and serial number 73429: engineering found that the psm failed the in-house brake weighted drop test. The arm will be upgraded as a correction with new brakes, brake gears, brake bearings, and brake shaft. Patient side manipulator (psm) arm 2, part number 380900-01 and serial number (B)(4): engineering found that the psm failed the in-house weighted brake drop test. Failure analysis confirmed the reported brake failure along axis-2. Both axis-1 and axis-2 brakes were replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the weighted brake test during failure analysis. Although this was found during preventative maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.